Manufacturer narrative:
The device was successfully implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during this implant procedure, noise was noted on the right ventricular (rv) channel after the lead was placed into the device header and the setscrew was down. The caller instructed the physician to ensure that the lead was all the way inserted into the device header. The physician used some mineral oil which resulted in full insertion of the lead which eliminated the noise and produced normal lead diagnostics.